Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 248 mg/dl. The customer stated that the insulin pump alarmed low battery, and when she went to clear it, the device would not allow her to exit the status menu. She noted that the insulin pump may have been exposed to sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump has an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.